Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and asystole event) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated a short between the ECG 1 and ECG 2 the root cause for the shorted ecgs was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and asystole messages.